Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low as well as high blood glucose level. The customer's blood glucose level was 50 mg/dl while he was sleeping, treated with peanut butter and went up to 250 mg/dl. The customer's current blood glucose level was 248 mg/dl. The customer had been using the insulin pump within 48 hours of event. The customer was neither in emergency room, admitted to hospital nor emergency medical services dispatched as a result of low blood glucose level. The customer was ready for troubleshooting for low blood glucose level but not for high blood glucose level. It was unknown if the insulin pump was on auto mode at the time of incident. The insulin pump will not be returned for analysis.